Event description:
Thermistor damaged or out of spec; reported model number was 93a-841-7.5f. Blood temperature was shown 2-3 degree centigrade lower.

Manufacturer narrative:
Customer report was not confirmed. Thermistor read 37.4 deg c in a 37.2 deg c water bath. Thermistor circuit was continous. All through lumens were patent without leakage. No visible damage to catheter body.